Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the pain and allergic reaction could not be conclusively determined; however, the physician stated the allergic reaction was due to the ancef. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered, whenever an access site infection is suspected. The IFU state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.

Event description:
It was reported by the nurse, the patient had pain upon deployment of the angio-seal. The pain required extra medication and was still present one hour later. The patient experienced an allergic reaction (hives and welts) around the groin and arm. Four hours later, the patient's allergic reactions had subsided and the patient was pain free. The patient had received ancef (dose unknown) and the physician felt that was the cause for the allergic reaction.